Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin. It was unknown how much insulin was remaining in the cartridge; however, the contact stated their is more than 50 units on the current cartridge. During troubleshooting, the contact reloaded the cartridge and received a minimum fill message. The customer's blood glucose level was 370 mg/dl, which was addressed with manual injections. Several hours later, during a follow-up call, it was confirmed that the customer loaded a new cartridge successfully and received an accurate fill estimate and insulin delivery was resumed.